Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2014 with the following findings: the pump booted to the verify screen with dim pink contrast. There were no power reset events recorded in the black box to support the complaint of a time and date reset. The pump was exercised for 24 hours, the battery was removed for 23 hours and unrelated to the display issue, the time and date was observed to have reset to the default setting. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on 04/04/2014.